Event description:
It was reported that the patient with this right ventricular (rv) lead had methicillin-resistant staphylococcus aureus (mrsa) infection. Reportedly, the patient tripped and hit the incision on a snowblower. The wound began dehiscing, with erythema and purulent discharge. The patient was treated with intravenous antibiotics. A revision was performed and the pacemaker with the right ventricular (rv) lead were explanted. Additional information indicates that the patient had a small pericardial effusion along the right atrium preoperatively and did not change postoperatively. No additional adverse patient effects were reported. The rv lead was not returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right ventricular (rv) lead had methicillin-resistant staphylococcus aureus (mrsa) infection. Reportedly, the patient tripped and hit the incision on a snowblower. The wound began dehiscing, with erythema and purulent discharge. The patient was treated with intravenous antibiotics. A revision was performed and the pacemaker with the right ventricular (rv) lead were explanted. Additional information indicates that the patient had a small pericardial effusion along the right atrium preoperatively and did not change postoperatively. No additional adverse patient effects were reported. The rv lead was not returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis did not confirm the allegation due to it is not possible to be confirmed by lead analysis. Further, known inherent risk was selected based on the field report of infection or infection-related conditions which is a known medical risk when the skin barrier is breached.